Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on a homechoice (hc) device. This occurred during dwell two of four, while the home patient (hp) was connected at the time of the alarm. Troubleshooting revealed that there was an open clamp on an unused supply line. The technical service representative (tsr) explained the alarm and reviewed proper procedures with the hp. The tsr assisted the hp with ending therapy and the hp planned on using manual exchange to complete therapy. There was no adverse event indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned; therefore, a device analysis could not be completed. However, a clamp being left open on unused lines is a known cause of this issue. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.